Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 generator due to communication issues. The system was tested and verified as ready for use. Isi has received the e-200 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer called to report that the system displayed messages indicating the e-200 was not connected and that instruments were not detected on the e-200 generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified one instance of error 25920, indicating that bipolar energy was interrupted at one point during the procedure. The procedure was completed, and no patient injury was reported.